Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer then experienced an elevated blood glucose level of 583 mg/dl. Customer administered manual injections to address bg level and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete alert.